Event description:
It was reported that the device was explanted due to eri status. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The available device data was inspected. The amount of charge taken from the battery was verified and found to be consistent with the battery status mos1. The available device data showed no indication of early battery depletion. Should further relevant information or the device itself become available for analysis this investigation will be updated.